Event description:
It was reported that the patient underwent a posterior spinal fusion procedure with instrumentation and pedicle screws at t2-l3 using rhbmp-2/acs on (B)(6) 2006. Following the surgery two days later, the patient experienced mid back pain, requiring narcotics. The patient could not stand, his legs were drawn up, and he could neither touch the floor nor feel his legs. The patient followed up with the surgeon where an x-ray revealed that screws inside the patient had become loose and punctured his spinal cord. On (B)(6) 2006, the surgeon performed an extension of the patient's first surgery, fusing c4-t2 using rhbmp-2/acs. Following the surgery, the patient suffered from increased pain in his thoracic region. The patient currently experiences pain in his neck and middle back, which he never had before his first surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.